Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient recently implanted with this left ventricular (lv) lead experienced intermittent phrenic nerve stimulation (pns) at 6v during the post-operative device check. Pns was observed in all vectors. In lvring4 to ring2, the lv pace impedance measurement was 435 ohms however there was loss of capture (loc). Capture was obtained from tip1 to right ventricular (rv) lead, with pns only when the patient was leaning forward. This lv lead remains in service. No additional adverse patient effects were reported.